Event description:
Fracture of rt ventricular implantable cardioverter-defibrillator lead with elevated pacing thresholds noted as well as inappropriate noise detection from this lead. To avoid inappropriate sensing, she has been programmed to a doo mode, but has noted some exertional intolerance, with a lack of rate response capability.